Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During routine maintenance it was discovered that the glenosphere inserter and extractor parts were stripped and would no longer screw back together as indicated in the surgical technique.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the star drive tip was stripped and the glenosphere inserter and extractor parts were stripped and would no longer screw back together as indicated in the surgical technique.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information provided: "routine maintenance on instruments found out they were damaged" and "the star drive tip was stripped. The glenosphere inserter and extractor parts were stripped and would no longer screw back together as indicated in the surgical technique". The product was returned to depuy synthes for evaluation. Visual inspection revealed that the glenosphere extractor tip has signs of normal use. No damage was observed on the device surface and all product information was legible. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed for the distal threaded tip as the mating device was not returned for evaluation. Regarding the assembly of the threads located on the distal section was unable to performed due to post- manufacturing damage of the returned rod. Additionally, no damage that could have impact the functionality of the extraction tip was not observed. The overall complaint was not confirmed as the observed condition of the glenosphere extractor tip would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.